Manufacturer narrative:
A visual inspection was performed on the returned device. The reported event of device damaged by another device was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and observations from the returned analysis, the reported difficulties appear to be related to circumstances of the procedure. It is likely that the acculink stent system was inadvertently advanced too far on the barewire, or the barewire was inadvertently pulled causing the proximal neck of the filtration element to become lodged on the tip of the acculink, and during removal of the acculink, the nav6 filter was removed along with the acculink delivery system. The rx acculink carotid stent system instruction for use states: ¿maintain adequate distance between the radiopaque tip of the rx acculink and the proximal end of the eps to avoid tip engagement with the eps.¿ in this case, the difficulties encountered appear to be related to inadvertent circumstances of the procedure; therefore, an in-service letter will not be requested. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the internal carotid artery with moderate calcification and heavy tortuosity. The emboshield nav 6 embolic protection system was prepared per instructions for use (IFU) and deployed in the target lesion. A buddy wire was put in with the nav 6 and shockwave device was used in the lesion. An acculink stent was deployed without issues. After removal of the acculink device without live fluoroscopy, x-ray was performed and the filter was noted to be missing from the barewire. The filter was noted to be lodged at the tip of the acculink delivery system outside the anatomy. The barewire was simply removed without issues and the procedure was completed. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 & d10 is filed under separate medwatch report number. H6- medical device problem code 2017: incorrect removal.